Manufacturer narrative:
A replacement blade was provided to the customer by their verathon territory manager and the reported glidescope spectrum single-use qc eco hyperangle s4 used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. When connected to verathon's test equipment, the screen displayed a message indicating no camera was detected. The blade's light was also flashing on and off. The device failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the glidescope spectrum single-use qc eco hyperangle s4 was sent to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope spectrum single-use qc eco hyperangle s4 laryngoscope during a patient procedure, the image was intermittent. A new blade was obtained to complete the procedure which operated as intended. No delay in procedure or harm to the patient was reported.